Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was tested on an in-house system where it passed normal mode. The usm was also tested on a functional test platform and passed all related tests. The reported problem was confirmed via the logs but was not replicated in-house.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy surgical procedure, three recoverable faults occurred mid-procedure on universal surgical manipulator (usm) 2. The customer moved the instrument from usm 2 to usm 1 to continue the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to disable usm 2 if the error was not resolved. The procedure was completing as planned with no reported injury.